Event description:
It was reported that the patient presented for a remote follow up via merlin.net with non-sustained right ventricular oversensing exhibited by the implantable cardioverter defibrillator. No interventions were made, the patient is being monitored. The patient was in stable condition.

Event description:
New information received noted that the device exhibited far field oversensing.

Manufacturer narrative:
Correction: b3 and d10 dates should have been mar 15, 2022 rather than mar 16, 2022.